Manufacturer narrative:
Examination of the returned device revealed damage to the distal edge of the stent and that the hypotube had kinked approximately 10.5 cm distal from the catheter's strain relief. The stent struts were misaligned 14 rows from the distal edge of the stent. The damaged section diameter is measured as 0.25 mm above the normal section. The hypotube kink damage is consistent with excessive force being applied to the delivery system. The stent damage is consistent with the delivery system encountering some form of restriction. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. No defects were observed under magnification. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. A device history records review showed no anomalies related to the complaint. Operational context is the most probable root cause. This is due to the likelihood that the patient's anatomy or other procedural factors contributed to the reported difficulty.

Event description:
Reportability changed based on product analysis completed on 01/31/2008 it was reported that during an unspecified procedure, difficulty crossing the lesion was encountered. The 90% stenosed, severely calcified lesion was located in the severely tortuous left anterior descending artery (lad). The vascular access site was femoral, and ivus was not used. The vessel size was 3.0, and the lesion was predilated with a 12 x 2.00mm unspecified balloon. Resistance was encountered during insertion, and the 3 x 28mm taxus libertã© drug-eluting stent was unable to cross the lesion. The procedure was not completed because another of the same devices was not available. No patient complications were reported, and patient status was reported as 'good'. Returned product analysis revealed distal stent damage.